Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that an occlusion alarm occurred. The customer declined troubleshooting for this issue, therefore no additional information could be obtained. Customer¿s blood glucose level was 59 mg/dl. Reportedly, customer continued to use pump for insulin therapy.